Event description:
Customer called to report that the insulin pump has a blank display. Customer reported that the insulin pump alarmed battery out limit while in use. Customer also reported that the insulin pump excessively alarmed no delivery and failed battery test. Customer's blood glucose levels were not included in the report. Advised customer to do a complete set change as soon as possible. Customer declined to troubleshoot for low battery and low reservoir alarms that were shown in the pump's history file. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.